Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a lesion located in the proximal left anterior descending (lad) artery with 95% stenosis. A 3.0x28mm implant was successfully deployed. The patient returned on (B)(6) 2014 with a severe myocardial infarction (mi) and implant thrombosis. The thrombosis was treated with the implantation of a xience prime. The coronary arteries were okay after implanting the xience prime; however, the patient died on (B)(6) 2014. The patient had presented with several comorbid conditions like thrombocytopenia, malaria, and renal impairment which reportedly might have caused the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.